Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 3.00mm stent delivery system (sds) was returned for analysis. The protective tubing hoop referred to as carrier tube in the complaint report was not returned; the distal part of the device was returned so it was not trapped in the hoop. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 635mm distal to the distal end of the strain relief and multiple hypotube kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found tip damage. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 16 x 3.00 promus premier¿ drug eluting stent was selected for use. However, during removing of the device from the carrier tube, it was noted that the device was broken in two parts and the stent portion remained in the carrier tube. Nothing went inside the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 16 x 3.00 promus premier¿ drug eluting stent was selected for use. However, during removing of the device from the carrier tube, it was noted that the device was broken in two parts and the stent portion remained in the carrier tube. Nothing went inside the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.